Manufacturer narrative:
Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. Device evaluation: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient called to report a left side rupture, discomfort, pain, exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device remains implanted.